Event description:
The pump was returned for evaluation. The description of the event is not clear enough to determine any malfunction of the device. There is no alarm for "flow dial not closed" as described, so it the situation described does not align with how the system functions. It is likely that there was some condition that triggered an alarm, and then when the user removed the administration set they noted the info screen which instructs to keep the flow dial closed. Without further details on what the underlying alarm condition was there is no way to assess what was going on with the system.

Event description:
The following has been reported: "the report states that the pump alarmed that the flow dial was open when it wasn't. The staff reporting this stated that they changed out the primary tubing set for a fresh set but continued to receive the same alarm. Today, we set up the pump and initiated an infusion, not for a patient, to see if we could repeat that alarm situation. The cassette loaded correctly and the infusion began as designed. This information is for ivenix pump (B)(6). Currently, this pump is on [director of education's] desk, plugged in, so any remote assessment necessary can be completed. Facility believes it could possibly be due to an incomplete closure of the bracket handle, which would have the capacity to interfere with the flow dial mechanism engaging." Request from fresenius kabi to facility to clarify "bracket handle"; they meant cassette lever arm. Preliminary evaluation of the device logs indicates that this is a tubing set misloaded issue (fluid valve actuator (fva) valve(s) obstructed by admin set). This did not stop an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. No adverse event. Further information is needed to complete the investigation.